Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: b5, d10, h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the scope connector was deformed during user handling. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use: -do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
Additional information:the hospital performed a leakage test before use, and the device passed. The customer then cleaned and disinfected the device. After connecting it to the host, the fault was found,. The device was replaced and the procedure completed with no delay.

Event description:
The customer reported that the olympus loaner evis lucera elite bronchovideoscope had a noisy image and the object was not visible. The issue was found during a routine bronchoscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was noisy with poor resolution due to defective suction connector. In addition to the reportable malfunction, the following were noted: angulations were insufficient, the insertion tube was scratched, and due to damage on the circuit board unit in the endoscope connector, the color tone of the image was abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.